Manufacturer narrative:
The product was not returned. The lens remains implanted. Photos were provided of the lens in the eye. A small semi-circular chip is observed on the edge of the lens above the optic/haptic junction. The cause of the damage cannot be determined from the photograph. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. Based on the photo evaluation, the optic edge is damaged. A semi-circular chip is observed on the edge of the lens above the optic/haptic junction. Without evaluation of the delivery device, the root cause cannot be determined. The damage could have potentially occurred during casing in the device. There are no other complaints in this lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, it was noted to have a missing piece out of the edge. The process of loading and implanting the lens was indicated to be without issues. The surgeon was not concerned and left the lens implanted. There was no harm to the patient. Additional information requested.